Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Manufacturer narrative:
Subsequent information was received from this patient is (B)(6) 2011. It was noted that the patient had experienced pain, suffering and financial difficulties due to the shortening life and replacement procedure associated with this pacemaker. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this pacemaker was explanted due to suspected premature battery depletion. A new device was implanted without further incident. No adverse patient effects were reported.